Event description:
Note: this report pertains to the second of two devices reported by the complainant. According to the complainant, the hemostatic clip would not disengage from the catheter. Reportedly, the physician "...shook the device and the clip came off the catheter inside the patient." It was further reported that the clips were not retrieved from the pt and that the procedure was completed with another hemostatic clipping device. No complications were reported as a result of the event, and the pt's condition was reported as "fine" following the procedure. Refer to MFR report #3005099803-2008-00958 for details regarding the first reported malfunction.

Manufacturer narrative:
According to the complainant, the suspect device was discarded; therefore, a device evaluation was not performed. The device history record for the affected lot was reviewed; no anomalies were noted. A search of the complaint database revealed one additional complaint recorded for the lot (failure mode was bound in sheath). The 2008 15-month hemostatic clip product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The cause of the reported malfunction is undetermined.